Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 12/2023. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during a port placement, the septum of the port allegedly got bulged when flushed under pressure. There was no reported patient injury.

Event description:
It was reported that during a port placement, the septum of the port allegedly got bulged when flushed under pressure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport duo MRI implantable port was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is unconfirmed for the reported material protrusion issue, as an in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into each port septa. Both port septums were patent to infusion and aspiration without issue. No leaks or blockage was observed. A mandrel test was performed by inserting a mandrel through both port stem lumens and noting the mark on each lumen. Both port septa passed the mandrel test as the black mark was fully inserted into each of the lumens. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.